Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the keypad button issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all button key contacts. This report is made based on results of investigation completed on (B)(4) 2012.